Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing. Analysis of the pump also found motor gear anomaly stall due to gear-pinion. Analysis found significant residue present in the pinion and upper shaft of gear.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot# n238372, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported a motor stall was confirmed via pump logs, no recovery was noted. The stall occurred yesterday at 11:22. The pump was first read almost an hour ago and the hcp had not heard the pump alarm. The critical alarm interval was set to 1 hour. The patient had not heard the pump alarm since the stall occurred yesterday. The patient had a "significant amount of pain" and the pain increased yesterday in 2-3 increments. It was noted that "overnight it was kind of gradual and then sudden" when the patient woke up in the morning. The patient "didn¿t really" sleep last night due to the pain. The pump was used to deliver fentanyl and bupivacaine.

Event description:
Additional information received reported the device was explanted. Pump logs showed repeated motor stalls occurred followed by "stopped pump period may exceed tube set" messages. One motor stall recovery was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)